Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The fracture may also have contributed to the reported noise, high pacing thresholds, and difficulty removing the lead.

Event description:
This supplemental report is being filed as product evaluation is complete.

Manufacturer narrative:
At this time the lead has been returned but evaluation is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that this lead was an attempted implant due to pacing impedance greater than 2000 ohms, noise, and high pacing thresholds. It was also noted that there was removal difficulty. No adverse patient effects were reported.